Event description:
It was reported that during a da vinci-assisted surgical procedure, while cleaning the instrument inside of the patient, one of the branches broke in three parts on the fenestrated bipolar forceps and a fragment fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis (fa) and was able to confirm and replicate the customer-reported issue that one of the branches broke into three parts. The instrument was found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 4.65mm x 8.70mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. No torsion was observed. Additionally, the instrument was found to have a detached fragment. The detached fragment broke off from the instruments molded insulator and was not returned with the instrument. The grip tip was also not returned with the instrument. The instrument was found to have a broken conductor wire at the distal end. The conductor wire broke as a result of the break on the molded insulator.

Event description:
Refer to h11 for follow-up information.